Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that minimal bloodstains were found on the band. The green suture seam on the band appeared damaged. There were no other damages observed on the band. An assessment of the reported broken holder suture cannot be confirmed as the holder was not returned. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 32mm mitral annuloplasty band, it was not implanted, it was replaced with an annuloplasty band of the same make and model. The reason for the replacement was reported as the suture connecting the band to the support holder was broken. No adverse patient effects were reported.